Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, vaginal burning, urinary tract infections, nocturia, pain during intercourse, abdominal pain, urinary retention, leakage, and frequency / urgency along with needing additional surgery. No further information has been provided.